Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: on (B)(6), the department found that the ventilator was leaking and could not be used while using it for the patient. No health consequences or impact.